Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The unit functioned properly during the rewind and basic occlusion, occlusion, prime, the excessive no delivery, and displayment tests. No excessive no delivery alarm was noted. The following cosmetic damage was found on the device: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads, cracked pump belt clip slot, and cracked display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is in bolus and the screen won't advance to deliver the insulin; the keypad is unresponsive. The customer's blood glucose at the time of incident is unknown, but it was 235 mg/dl at the time of the call. The customer does not recall any significant events leading to the keypad issues. Customer stated that the patient may have rolled off the bad. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.